Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart phone and transmitter on (B)(6) 2016. Patient's mother was advised to remove all other bluetooth devices, reset the bluetooth and then reset the phone. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.